Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one atrial tracking recovery episode was recorded but the episode could not be viewed. It was also reported that the diagnostics displayed a "data invalid" message. The defibrillator remains in use. There were no patient complications reported as a result of this event.